Event description:
It was reported that while addressing air in line alarm for amiodarone gtt (due to the medication bad hang tag breaking and the bag falling downward sucking air into the line), three separate channels (running on three separate brains) alarmed channel error. Two of those channels were running vasopressors and as the patient was suddenly not receiving medication from channel failure, his blood pressure began to drop. A "neo stick" was given as new channels were found and programmed. The patient's mean arterial pressure reached as low as 50. The patient easily recovered once new channels were installed.

Manufacturer narrative:
Initial reporter addr 1 : (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that while addressing air in line alarm for amiodarone gtt (due to the medication bad hang tag breaking and the bag falling downward sucking air into the line), three separate channels (running on three separate brains) alarmed channel error. Two of those channels were running vasopressors and as the patient was suddenly not receiving medication from channel failure, his blood pressure began to drop. A "neo stick" was given as new channels were found and programmed. The patient's mean arterial pressure reached as low as 50. The patient easily recovered once new channels were installed.

Manufacturer narrative:
(B)(4).